Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic after receiving an alert, device was found to be in backup vvi mode. A device download was performed successfully. The patient did not report any symptoms.